Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a software only restart of the xhibit central station. Following the software restart, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while interacting with a xhibit central station a black box appeared in the middle of the display and could not be closed. This resulted in the customer's inability to monitor the patients on the central. There was no patient or user harm associated with this event.